Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj) and proximal set-up joint (psuj). The system was verified and ready for use. The dsuj was analyzed and error 40067 was confirmed starting on the proximal, indicating that the arm reported a communication error. Upon visual inspection no issues were found related to the reported event. Installed the distal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error error 40067 occurred against universal surgical manipulator (usm) 1. The customer rebooted the system several times, but the error still persisted. Usm 1 could not be disabled so the procedure was converted to laparoscopic. There were no reports of additional ports being added, nor of patient injury.